Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous left superficial femoral artery - popliteal artery. The coyote, 3.0 mm x 220 mm x 150 cm balloon was used to dilate the lesion. On the first inflation the balloon ruptured at six atmospheres. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).